Event description:
A customer reported that falsely elevated potassium (k) levels were believed to be reported on multiple samples from one patient. The physician did not question the results. The patient was dialyzed based on the result. There was no report of patient harm as a result of this event.